Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the hard severely intense jolt into their perineal region and down both legs was unknown. The steps being taken were noted to be on 2020-08-12 impedances were checked and that they were within the normal limits. The physician assistant was having the patient turn the stimulation off to see if the pain and the weakness the patient was describing went away or improves. The patient was supposed to follow-up in the office on (B)(6) 2020. Which the office reports that they did follow up at the office on (B)(6) 2020, and it was decided that they will by their provider that they will have a full replacement on (B)(6) 2020. The issue was not resolved the time of this report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient saw the manufacturer representative (rep) on (B)(6) 2020 in the urologist office and the patient reported ¿daily intense, sudden, intermittent, low back pain, that caused leg weakness.¿ the patient stated that this all started after week eating using a gas-powered weed eater on or around (B)(6) 2020. While weed-eating with the interstim on, the patient received a sudden ¿hard severely intense jolt¿ into their perineal region and ¿down both legs.¿ the patient stated that this same thing also occurred again for a second time while weed-eating with the interstim on or around (B)(6) 2002. The patient reported that nothing precipitated the pain now; they could be moving around or just laying in bed. The patient stated that it would come and go quickly. It was noted that the patient¿s implant remained on and they felt it in the rectal area. The rep also noted that the patient¿s bladder symptoms were well controlled, that the interstim was on configuration 7 at 1 volt. The rep reported that the diagnostics/troubleshooting performed were that impedances were checked and that they were within the normal limits. The rep reported that the physician assistant was having the patient turn the stimulation off to see if the pain and the weakness the patient was describing went away or improves. The patient was supposed to follow-up in the office on (B)(6) 2020. The rep reported that it was unknown if the issue was resolved at the time of the report but that they would follow up for more information. No further complications were reported at this time.